Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device bridge test failed. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was attributed to an unaddressed advisory message. The device was put through extensive testing stress testing and troubleshoot testing without duplicating the customer's report. An internal inspection of hv caps found no abnormalities. The main board was replaced as a precaution. The device was recertified and returned to the customer. Review of the log makes it clear the device presented an error for 31 months where the end result was that the device code indicator was red and beeping. The device will communicate to the user that it is not rescue ready by providing an auditory beep every 30 seconds and display a red rescue ready (nvi) indicator. We have identified from the log that this device appears to have been left idle in a non-usable state for 31 months. No trend is associated with reports of this type.